Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
The surgeon was creating an anastomosis and the anvil had been purse string attached to the colon, the powered echelon circular had been inserted transanally and the trocar portion of the device had been attached to the anvil, they were preparing to fire and then the surgeon thought there was too much bowel in the device and wanted to remove some of the tissue. He realized that he could not detach the anvil from the trocar part of the device. He tried for several minutes and then through the incision made earlier in the procedure he tried manually to remove the anvil from the device. He was not able to remove the anvil from the trocar part of the powered echelon circular. So, the action he took was to slowly dissect the bowel tissues until he felt confident to fire the device. There was no further issues and the leak test proved effective.